Manufacturer narrative:
Date of birth: (B)(6). The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV on the right side. Device remains implanted.

Event description:
Patient reported capsular contracture baker grade IV on the right side. Healthcare professional additionally reported right "disseminated regressive calcifications", "multiple breast cysts" (non-device related), and "waterfall deformity". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.

Event description:
Patient reported capsular contracture baker grade IV on the right side. Healthcare professional additionally reported right "disseminated regressive calcifications", "multiple breast cysts" (non-device related), and "waterfall deformity". Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: calcification: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported right side visible "waterfall deformity". A healthcare professional (hcp) further reported "patient felt a clear hardening in the breasts with severe pain". During the examination, a clear capsular fibrosis was visible and palpable on the right side." Diagnosis reports noted multiple breast cysts. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.